Event description:
Per rep, this system was removed due to a latent infection and discarded by the hospital. The event date is the date the rep was informed and to date, there is no information to suggest this pt has been reimplanted with another system. Lumos vr-t, MDR 1028232-2009-01587. Linox sd 65/16.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.